Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient was having pain under one of the ECG electrodes of the lifevest. The patient's physician recommended that the patient take tylenol for the pain. Follow-up inidicated that the patient's pain had improved.